Manufacturer narrative:
Calibration signals were within expectations. There was no evidence of a reagent issue. The field service engineer performed an instrument check and it recovered within specifications. The investigation could not identify a product problem. The cause of the event could not be determined. A general reagent issue can most likely be excluded. Medwatch field e1. Phone number was provided as (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys troponin t hs on cobas e 801 module serial number (B)(6). No questionable results were reported outside of the laboratory. The sample initially resulted in a troponin t value of 279 ng/l. The sample was repeated on (B)(6) 2023, resulting in a value of 14.0 ng/l. The troponin t reagent lot number was 642405. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
Upon review of the alarm trace from (B)(6) 2023 to (B)(6) 2023, 5 abnormal aspiration alarms and one sample clot detection alarm occurred. Analyzer camera images from the same time period show visible dust on the gripper wheels. An image of the complained sample during the initial measurement showed a film and white particles in the supernatant of the sample.